Manufacturer narrative:
During the repair visit, the field service representative (fsr) found that the circulation pump output was sluggish. The fsr ordered a replacement pump.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit only cools in "cool 4" setting. The device was not changed out. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.